Event description:
Approximately thirteen months after hvad implantation, this patient developed increased power consumption, flow rate and ldh levels. He was subsequently admitted for suspected thrombus and has been medically managed with heparin, argatroban and tpa. As of last report power consumption remains outside of normal operating ranges. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
Additional information received indicated that medical intervention was not successful and the patient underwent pump exchange via thoracotomy approach. He is last reported to be recovering and hemodynamically stable. Surgeons visual inspection during explant did not reveal pannus or thrombus in or around the pump. This event is believed to be related to the device by the medical team and the pump will be returned to the manufacturer for evaluation. Product is in route.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced increased pump power, flow rate and ldh levels. The site performed a pump exchange and it was last reported that the patient was feeling better and discharged home. The device ((B)(4)) was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via the log files, which revealed a rise in power consumption starting september 5, 2014 to device parameters outside of normal operation. A possible root cause for the reported 'high power' event may be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Possible clinical factors that may have contributed to the thrombus formation in this patient include the mitral and tricuspid valve regurgitation and right ventricular failure. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device was not available for evaluation. The device was not evaluated by the manufacturer.